Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced ketoacidosis, nausea and vomiting. The parents took the ketone reading which was 2.4 mmol/l, the cgm reading was low (less than 40 mg/dl) and the bg reading was high. The patient was taken to the hospital by the parents. There they took the measurements and the cgm was reading low and the blood glucose reading was 720 mg/dl. At the hospital the patient was treated withiinsulin through their pump under supervision of the health care provider. The patient stayed at hospital overnight and was discharged after 24 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.